Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a steroid injection, with the pump display indicating a very high glucose level, while the infusion set remained in place on the right abdomen since the prior day and only the tubing had been changed. Symptoms included no reported clinical manifestations. Outcomes included education on site management and shipment of replacement infusion sets to support continued therapy. Investigation included troubleshooting with guidance to perform an infusion site change and review of infusion set management. Investigation of this case revealed a probable infusion site or set performance issue contributing to hyperglycemia in the context of recent steroid use, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to multiple potential contributors including infusion site integrity and concurrent steroid effects. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.